Manufacturer narrative:
No motor alarm noted. Unit received with constant a broken force sensor was detected during seating or regular delivery alarm during rewind test due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime/compromised force sensor alert test and excessive no delivery test due to constant a broken force sensor was detected during seating or regular delivery alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.